Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicating that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was interrogated initially and it had 0.5 years remaining. However, when the device was reinterrogated it got one year left. Boston scientific technical services (ts) stated that it sounded like the device was on right edge of a capacitor bin. Additional information indicated that no memory dump was performed and there was no schedule of device replacement yet. A two month follow up will be done to monitor the battery status. To date, this pacemaker remains in service. No adverse patient effects were reported.